Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recent blood glucose levels of 503, 494, and 436 mg/dl. Customer also reported that they had a bent cannula. High blood glucose troubleshooting was declined due to the bent cannula. The insulin pump was not replaced or returned for analysis. The customer was advised that the infusion set would be replaced and agreed to return the product for analysis.